Manufacturer narrative:
Concomitant medical devices: biotronik lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible rv coil fracture as high/undefined rv coil and high/undefined pacing impedance were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.